Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy. Concomitant medical products: dtmb1d4 crt-d, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day after implant procedure the patient received an inappropriate shock. It was found that the right ventricular (rv) lead had dislodged creating oversensing which led to the inappropriate shock. The lead was reprogrammed and subsequently explanted and replaced. No further patient complications have been reported as a result of this event.